Event description:
It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was chosen for a procedure. During procedure, when the surgeon turned the crimper to "compress" it, the support threads broke and made the placement of the prosthesis impossible, because it had already on its final size. A new 29mm epic plus mitral valve was chosen and completed the procedure. There was some delay in the placement of the prosthesis, extended extracorporeal circulation (ecc) time and a medications such as prothrombin, proconvertin, stuart factor, and antihemophilic factor b (ppsb) and fibrinogen were administrated. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of detachment of device making placement of valve impossible was reported. The device was returned to abbott and the investigation found no anomalies with returned valve and the valve holder. The button assembly was not returned for analysis. The cause of the reported detachment of device could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected medical intervention was due to medication administered (prothrombin, proconvertin, stuart factor, and antihemophilic factor b (ppsb) and fibrinogen). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.